Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscopic controller (ec) associated with this complaint and completed investigations. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into a golden system where the component functioned as expected. This unit was installed into the test system and running video test 10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec was working as normal.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was no image displayed. The site had used two different endoscope and cycled the system power. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the site cycle the system power and vision side cart (vsc) circuit breaker as well as use another 0-degree endoscope if possible. However, the staff stated the hard power cycle did not resolve this issue and could not troubleshoot further. The customer elected to abort the procedure to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the issue was identified after surgical ports placement, but the system had not docked yet. The procedure was converted to another dv system with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. Isi has not received the ec for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.